Manufacturer narrative:
The pod was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that the "pod cannula did not inject." Over a four hour period, his bg levels remained consistently high (313-424mg/dl). The pod was removed and replaced; his bg's "started regulating" after the pod change. The suspect pod will be returned for eval.